Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The cartridge of the sulu was disengaged from the channel. In addition, three knobs on the posterior side of the disengaged cartridge of the sulu were broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage to the sulu may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. If information is provided in the future, a supplemental report will be issued.

Event description:
Unauthorized product return under (B)(4). Reported for one vlft10gen and one lf4418. However, received one multifire endo gia. Product ID: 030811 and lot number p6d0614x.